Event description:
Distributor contacted dexcom technical support on behalf of the patient's mother on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient attempted to reset the device. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).